Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. Unable to perform the displacement test due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is not working and the display is not functional. The customer indicated that he is unable to troubleshoot as he does not have the pump with him and will call back at a later time. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting advised customer that a new battery cap would be provided to him. No further information was provided.